Event description:
The month of (B)(6) I had a smart lipo procedure and the morning after I woke up covered in hives. Ever since I break out in hives almost every day and they are pretty severe sometimes. I am not allergic to anything and I strongly believe that it has something to do with the smart lipo procedure. Before the procedure I've never had an experience with hives. I told the doctor and he said that it wasn't a known side effect.